Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by correction bolus. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump's alarm volume and vibration were too low. During troubleshooting with tandem technical support, the customer updated the sound settings and resumed insulin therapy.